Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead, high thresholds were observed. The lead was repositioned but then the low impedance occurred and the possibility of insufficient screwing of the lead helix was suspected. The lead was released and re-screwed in the myocardium but the low impedance persisted. The lead was then explanted and replaced with the new lead without any issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage during use. The analyst noted the full lead was returned with the helix bent. If information is provided in the future, a supplemental report will be issued.